Event description:
It was reported that post-paced t-wave oversensing was observed on the ventricular channel. Programming changes were applied. The patient's condition was good.

Manufacturer narrative:
(B)(4).